Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the loss of power alarm did not sound. The main board was replaced to address the issue.